Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with non-sustained right ventricular oversensing alerts (nsrvo). The alerts were determined to be atrial undersensing that was resulting in inappropriate atrial pacing and pseudo-pseudo fusion (ppf). Programming changes were made. No patient symptoms were reported.